Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The investigation is still in progress and once it is complete, a supplemental medwatch 3500a will be submitted. The following section has been corrected: h6: device code corrected to 1437: overheating of device.

Event description:
It was reported by the patient was experiencing pain, shock sensations, and a burning sensation from using the bone healing system (bhs). The patient is using the device on his left ankle. The patient reported that the sflx 4 coil is giving him a burning sensation. The patient reported that the bhs and coil are getting very hot. The patient feels a shocking sensation on the skin from the coil. The patient rated the pain as a 5, on a scale of 1 to 10, with 10 being the highest. The patient reported that he has stepped on the coil several times. The patient has recently increased his daily activities. The patient reported that he recently had another surgery. The patient reached out to his doctor who called the sales representative. The sales representative advised the patient to call zimmer biomet. The patient stopped wearing the device for five days. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: biomet ebi bone healing system sflx 4 coil - catalog: #1068235 lot: #20048. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00081.

Event description:
It was reported by the patient was experiencing pain, shock sensations, and a burning sensation from using the bone healing system (bhs). The patient is using the device on his left ankle. The patient reported that the sflx 4 coil is giving him a burning sensation. The patient reported that the bhs and coil are getting very hot. The patient feels a shocking sensation on the skin from the coil. The patient rated the pain as a 5, on a scale of 1 to 10, with 10 being the highest. The patient reported that he has stepped on the coil several times. The patient has recently increased his daily activities. The patient reported that he recently had another surgery. The patient reached out to his doctor who called the sales representative. The sales representative advised the patient to call zimmer biomet. The patient stopped wearing the device for five days. Attempts have been made and no further information has been provided.

Event description:
It was reported by the patient was experiencing pain, shock sensations, and a burning sensation from using the bone healing system (bhs). The patient is using the device on his left ankle. The patient reported that the sflx 4 coil is giving him a burning sensation. The patient reported that the bhs and coil are getting very hot. The patient feels a shocking sensation on the skin from the coil. The patient rated the pain as a 5, on a scale of 1 to 10, with 10 being the highest. The patient reported that he has stepped on the coil several times. The patient has recently increased his daily activities. The patient reported that he recently had another surgery. The patient reached out to his doctor who called the sales representative. The sales representative advised the patient to call zimmer biomet. The patient stopped wearing the device for five days. Attempts have been made and no further information has been provided.

Manufacturer narrative:
. The bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 10 hours and was used for 76 days. Review of the DHR indicates that no abnormal conditions were reported, the clock lifetime of the bhs controller was 400 days. The controller automatically enters ¿end of lifetime mode¿ after 400 days as per dsd-00173 revision a and dsd-00116-srs (B)(6) revision e. At the time of the complaint, the unit was not at endpoint. The bhs controller was reset in order to perform the burn in test. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter and (10) hours without an ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on may 20, 2025 and tf0804.d05 which does not require a calibration due date. Test/inspections were completed by the quality department on the date of july 1, 2024. The failure was not confirmed for the reported condition of "controller is getting very hot & burning sensation from coil". The controller was tested and operates as intended. Review of complaint history identified (1) total complaints from (B)(6), 2020) for pn (1068234) and events related to (burn). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "burn". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.